Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit insufflator and recorder was not working. Additionally, the front panel was continuously blinking once the insufflator was switched on, followed by a self test fail. The issue occurred during preparation for use. There were no reports of patient harm.